Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)./ migration outside uterus and fallopian tube'), ovarian perforation ('perforation- please describe and state location of the perforation- ovary'), pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian mass, ovarian cyst, back pain, abdominal pain, right lower quadrant pain and dorsalgia. Previously administered products included for birth control: mirena from 2004 to (B)(6) 2009 and oral contraceptives from 2003 to (B)(6) 2008. Concomitant products included duloxetine, oral contraceptive nos and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia,dyspareunia (painful sexual intercourse)."). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced anxiety ("anxiety/ mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anguish ("mental anguish") and nausea ("nausea,"). On (B)(6) 2010, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery ((surgical removal of coil(s) - right side implant removed during oopherectomy unilateral oopherectom and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, ovarian perforation, endometrial ablation, anxiety, depression, anguish, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain and nausea was resolving and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, menorrhagia, nausea, ovarian perforation, pelvic pain, vaginal haemorrhage and anguish to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2009, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: appendicolith of small size within the appendiceal lumen. No CT signs for appendicitis at this time. No bowel obstruction or inflammatory process. Mild free pelvic fluid. Cystic structure containing septation and peripheral calcification in the pelvis as described above corresponding to previously identified ultrasound findings. I am unsure if this is ovarian in origin given the history of hysterectomy. Correlate to the surgical history as to whether the right ovary remains. If this structure is ovarian origin, it could reflect a teratoma given the presence of calcification. Follow-up as clinically indicated. 3. Nonobstructive punctate right renal calculus. Hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded. Pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)./ migration outside uterus and fallopian tube'), ovarian perforation ('perforation- please describe and state location of the perforation- ovary'), pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian mass, ovarian cyst, back pain, abdominal pain, right lower quadrant pain, dorsalgia and cholecystectomy. Previously administered products included for birth control: mirena from 2004 to (B)(6) 2009 and oral contraceptives from 2003 to (B)(6) 2008. Concurrent conditions included appendix disorder, suprapubic pain, follicular cyst of ovary, bleed in luteal cyst, lumbar spine compression fracture, degenerative disc disease and ovarian cyst. Concomitant products included duloxetine, oral contraceptive nos and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia,dyspareunia (painful sexual intercourse)."). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced anxiety ("anxiety/ mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anguish ("mental anguish") and nausea ("nausea,"). On (B)(6) 2010, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery ((surgical removal of coil(s) - right side implant removed during oopherectomy unilateral oopherectom and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, ovarian perforation, endometrial ablation, anxiety, depression, anguish, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain and nausea was resolving and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, menorrhagia, nausea, ovarian perforation, pelvic pain, vaginal haemorrhage and anguish to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2009,(B)(6) 2008. Discrepancy noted in removal date: (B)(6) 2018. Treatment received migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: 1. Appendicolith of small size within the appendiceal lumen. No CT signs for appendicitis at this time. No bowel obstruction or inflammatory process. 2. Mild free pelvic fluid. Cystic structure containing septation and peripheral calcification in the pelvis as described above corresponding to previously identified ultrasound findings. I am unsure if this is ovarian in origin given the history of hysterectomy. Correlate to the surgical history as to whether the right ovary remains. If this structure is ovarian origin, it could reflect a teratoma given the presence of calcification. Follow-up as clinically indicated. 3. Nonobstructive punctate right renal calculus. Hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded.. Imaging procedure - on (B)(6) 2009: impression: left fallopian tube obstructed by the essure wire. Patent right fallopian tube with the essure wire outside the confines of the uterus and right fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, nausea, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)./ migration outside uterus and fallopian tube'), ovarian perforation ('perforation- please describe and state location of the perforation- ovary'), pelvic pain ('pelvic pain') and endometrial ablation ('ablation') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian mass, ovarian cyst, back pain, abdominal pain, right lower quadrant pain, dorsalgia and cholecystectomy. Previously administered products included for birth control: mirena from 2004 to (B)(6) 2009 and oral contraceptives from 2003 to (B)(6) 2008. Concurrent conditions included appendix disorder, suprapubic pain, follicular cyst of ovary, bleed in luteal cyst, lumbar spine compression fracture, degenerative disc disease and ovarian cyst. Concomitant products included duloxetine, oral contraceptive nos and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia,dyspareunia (painful sexual intercourse)."). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced anxiety ("anxiety/ mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anguish ("mental anguish") and nausea ("nausea,"). On (B)(6) 2010, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery ((surgical removal of coil(s) - right side implant removed during oopherectomy unilateral oopherectom and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, ovarian perforation, endometrial ablation, anxiety, depression, anguish, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain and nausea was resolving and the dysmenorrhoea had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, menorrhagia, nausea, ovarian perforation, pelvic pain, vaginal haemorrhage and anguish to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2009, (B)(6) 2008. Discrepancy noted in removal date: (B)(6) 2018. Treatment received migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: 1. Appendicolith of small size within the appendiceal lumen. No CT signs for appendicitis at this time. No bowel obstruction or inflammatory process. 2. Mild free pelvic fluid. Cystic structure containing septation and peripheral calcification. In the pelvis as described above corresponding to previously identified ultrasound findings. I am unsure if this is ovarian in origin given the history of hysterectomy. Correlate to the surgical history as to whether the right ovary remains. If this structure is ovarian origin, it could reflect a teratoma given the presence of calcification. Follow-up as clinically indicated. 3. Nonobstructive punctate right renal calculus. Hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded.. Imaging procedure - on (B)(6) 2009: impression: left fallopian tube obstructed by the essure wire. Patent right fallopian tube with the essure wire outside the confines of the uterus and right fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, nausea, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube).'), ovarian perforation ('perforation- please describe and state location of the perforation- ovary'), pelvic pain ('pelvic pain') and endometrial ablation ('ablation,') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian mass, ovarian cyst, back pain, abdominal pain, right lower quadrant pain and dorsalgia. Concomitant products included duloxetine, oral contraceptive nos and paracetamol (acetaminophen). In august 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced depression ("depression") and anguish ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea") and nausea ("nausea,") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((surgical removal of coil(s) - right side implant removed during oopherectomy unilateral oopherectom and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, ovarian perforation, endometrial ablation, depression, anguish and dyspareunia outcome was unknown, the pelvic pain and nausea was resolving and the dysmenorrhoea had resolved. The reporter considered anguish, depression, dysmenorrhoea, dyspareunia, endometrial ablation, fallopian tube perforation, nausea, ovarian perforation, pelvic pain and anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: impression: 1. Appendicolith of small size within the appendiceal lumen. No CT signs for appendicitis at this time. No bowel obstruction or inflammatory process. 2. Mild free pelvic fluid. Cystic structure containing septation and peripheral calcification in the pelvis as described above corresponding to previously identified ultrasound findings. I am unsure if this is ovarian in origin given the history of hysterectomy. Correlate to the surgical history as to whether the right ovary remains. If this structure is ovarian origin, it could reflect a teratoma given the presence of calcification. Follow-up as clinically indicated. 3. Nonobstructive punctate right renal calculus. Pelvic pain, nausea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr received : aka name added, reporter added, patient demographic updated, essure insertion date updated and removal date added, events added- endomaterial ablation, anxiety, depression, nausea, dysmenorrhea, dyapareunia, fallopian tube perforation, ovarian perforation. Events outcome updated, events onset date date, concomitant drug, medical history and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.